Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side device rupture. Device remains implanted.

Event description:
Healthcare professional reported an imaging report which confirmed rupture and further reported non-device related events of "cysts" and an "oval-shaped well-circumscribed benign-appearing hypoechoic mass". Physician reported, via op. Report, a capsular contracture. Physician later provided baker grade ii against right side. A capsulectomy was performed. The device has been explanted, replaced, and discarded.